Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 10mg/dl, 186mg/dl, 196mg/dl, 207mg/dl and 210mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.